Manufacturer narrative:
Event was reported under number 3010536692-2020-00693 & 3010536692-2020-00795. This is an additional component associated to the event.

Event description:
Allegedly, the neck sleeve and head came out as one during revision surgery and neck trunnion was black. Left hip head and necks were replaced components not revised: conserve® plus cup product number 38024450 lot number 029783710. Profemur® plasma z stem product number pha00262 lot number 049943762.